Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a change in therapy with that one of their leads wasn¿t working right in the past couple of days, and they would like their therapy adjusted. It was noted their doctor¿s office told them to contact the manufacturer representative direct. It was noted this was a sudden change in therapy/symptoms. The patient was implanted for spinal pain, non-malignant pain and complex reg pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that an impedance check was run and everything was within normal limits. The manufacturer representative reported that the patient programmer was working correctly and they couldn¿t find anything wrong with the patient¿s system. It was noted that the implantable neurostimulator (ins) was turned back on. The manufacturer representative made some programming adjustments and the patient was happy with the result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.